Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's bolus button had to press harder and several times. The customer stated that had no delivery alarms multiple times and had to rewind more than once with diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. However, pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, operating current self test, a21 alarm, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify rewind, low battery alarm, failed battery alarm, a21 and no delivery alarm/occlusion due to motor error alarms. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).